Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
"Laparoscopic assisted vaginal hysterectomy" - "20 minutes into the case a loss of pneumoperitoneum was observed. The gelpoint mini was inspected and it was discovered that the alexis sheath had become detached from the bottom ring almost completely." Type of intervention - na. Patient status - no patient injury or illness occurred that was associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection of the first unit, engineering confirmed that the sheath had partially delaminated from the ring. The sheath was visually inspected for cuts and rips, but no damage was observed. Although the exact root cause of the reported event could not be determined, the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.